Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone #: (B)(6). Section e reporting institution phone #: (B)(6).

Event description:
It was reported that there was a speaker malfunction, and no sound from the device. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed that no sound was coming from the device, and a speaker malfunction inop was present. The device was returned for bench repair, and during bench evaluation, it was confirmed that speaker sound was not heard on boot up. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after the bench repair technician (brt) replaced the speaker. Section d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.